Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routing check, the cardiosave intra-aortic balloon pump (iabp) unit has a slow helium leak. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. A getinge field service engineer evaluated end user reported helium leak. Fst arrvied on site and verified leak in the hopsital cart. The elbow fitting that connected the helium hose to the helium regulator required adjusting. Once the nut was torqued the leak improved from 20psi in 1min to 5psi in 5 minutes meeting the required specification. The allowable specification is 20psi max in 5min. Device passed all functional and safety tests per factory specifications.

Event description:
N/a.